Event description:
Following implant, the patient "got very, very sick"; had a heart attack; and passed away in the early morning hours the next day. It was noted that the implant was without incident. The device system was programmed to deliver lioresal (500 mcg/ml, daily dose 75 mcg/day). The hcp did not believe that the patient's death was device related as the patient was "really sick".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.